Event description:
It was reported that during a laparoscopy procedure endopouch pro46 was used. The customer reported that the support arms that hold the bag broke off during the procedure. The surgeon was able to retrieve the specimen, pouch, and support arms from the pt. There was no reported adverse consequences to the pt.